Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due t o an infection. The patient is enrolled in the incidence of arrhythmias in spanish population with a medtronic implantable cardiac defibrillator implant (umbrella) registry. No further patient complications have been reported as a result of this event.